Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to obtain good pacing parameters when trying multiple pacing sites with the his bundle lead. It was noted that the lead was screwed in and out many times, causing the tip of the lead to be deformed and embedded with too much myocardial tissue that could not be cleaned. It was also noted that the catheter length of time was too long in the heart chamber, resulting in a decrease in supporting force. The lead and catheter were not used, and another lead and catheter were used for implant. No patient complications have been reported as a result of this event.